Event description:
It was reported that a spectrum iq infusion pump over infused during volumetric test in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, "over infused during volumetric test x 2" was not reproduced. The device was sent the device to flow lines for flow testing at 40 ml/hr for 60 mins at 40 vtbi two times with the results of 41.045, 41.320 and passing error percentages of 2.6125 and 3.3% with passing results less than 5%, a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. An over infusion less than or equal to 10% is unlikely to cause or contribute to a serious harm, death, or serious injury.should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h11: the event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue.